Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 16-jul-2018 with the following findings: during investigation, the display screen had a pinkish contrast. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked and the display was dim. This report is made based on results of investigation completed on 16-jul-2018.